Event description:
Pt has an arterial catheter placed to measure cardiac output. Thermistor of catheter found to be malfunctioning, requiring that the pt undergo a removal and second procedure to replace the catheter. There are no known pt sequelae resulting from this occurrence.